Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) were acceptable during the time of the event. Upon the ccc specialist's recommendations, the customer ran precision testing and determined additional discordant results on three patient samples. A siemens customer service engineer was dispatched to the customer site. The cse evaluated the instrument and performed 45 unit test run, which was acceptable. The cause of the discordant, falsely low progesterone result on four patient samples is unknown. The device is performing within manufacturing specification. No further evaluation of device is required.

Event description:
The customer obtained discordant, falsely low progesterone results on four patient samples on an immulite instrument. The initial results were not reported to the physician(s). The customer repeated the samples on the same instrument, resulting higher. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequence due to the discordant, falsely low progesterone results.